Event description:
This lead was implanted on (B)(6)2007 and remains implanted. Upon interrogation on (B)(6)2011 it was noted the impedanes were over 125 ohms. The plans is do further invasive investiqation with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).